Manufacturer narrative:
The insulin pump passed the functional testing, including the operating currents measurement, self test, unexpected restart error test, displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery test. The insulin pump communicated properly to test transmitter. No weak signal alarm or lost sensor alarm noted during testing. Moister damage found on motherboard. The insulin pump had minor cracked end cap, cracked reservoir tube lip, and minor scratched display window. (B)(4).

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer's blood glucose was running from 300 to 400 mg/dl at the time of incident. The customer's blood glucose was 220 mg/dl at the time of call. The customer stated that they treated the high blood glucose by bolus. The customer also reported damage on the bottom of the insulin pump. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump was returned for analysis.